Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check with tandem technical support found the blockage within the infusion set tubing. Customer reported to have been using admelog insulin which is not labeled for use with the pump. During system check, the insulin gauge was inaccurate. Customer was using manual injections for insulin therapy and reportedly changed out pump supplies to resolve the reported issues. Customer's blood glucose was within 54-349 mg/dl.